Event description:
It was observed during the device inspection, the light guide connection part and eyepiece ring part of the rigid endoscope telescope were detached. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction was caused due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.